Manufacturer narrative:
A beckman coulter field service engineer (fse) was not dispatched. Beckman coulter customer support performed troubleshooting with the customer and it was determined the critical range is set up in remisol however, not the dxc 700 au analyzer. Customer support directed the customer to adjust the value/flag output from the dxc 700 au analyzer to resolve the issue. (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported receiving erroneous high patient results for lithium on the dxc 700 au analyzer. The erroneous results were reported outside of the lab. The result was sent out to the physician, however no critical alert flag was sent. The absence of the critical flag resulted in a delay in patient treatment. The delay in patient treatment was less than 24 hours. There was also a change in patient management, as the patient medications were adjusted once it was discovered, however before this, there was no other treatment to the patients.